Event description:
It was reported that the patient presented to the hospital for a pre-magnetic resonance imaging (MRI) procedure check. The right ventricular (rv) lead was found to have exhibited noise and low impedance measurements. No intervention was performed. The patient was in stable condition throughout.